Event description:
On (B)(6) 2025 my left eye started swelling and draining severely. I went in to see my doctor for an emergency appointment on (B)(6) and was referred to a specialist for an emergency appointment on monday morning, (B)(6) at 8am. The specialist and my regular doctor confirmed it was corneal hydrops likely caused by an infection. I have spent the last month half blind as a result unable to use my scleral lenses which are part of my treatment for keratoconus. Now because the membrane in my cornea popped I am not eligible for cross linking. It's used with my scleral contact lenses for keratoconus.